Event description:
Physician deployed stent successfully. When he went to remove the deployment catheter it would not remove without pulling on the stent and the angioguard. The catheter finally let go and they were able to remove without damaging stent. No complications were observed post procedure.

Manufacturer narrative:
After successful deployment of the precise stent in the common carotid artery the physician experienced difficulty removing the sds. It appeared to be caught on the stent and/or the angioguard. The catheter finally let go and they were able to remove the sds without damaging the stent. There was 90% stenosis and 90 degree turn 1-2 cm distal to the lesion with no calcification. There was no difficulty advancing the sds over the guidewire or embolic protection device. The difficulty occurred at the tip. The angioguard would not make turn further into the distal carotid artery resulting in the filter and stenosis being fairly close. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. There was no reported patient injury. One non-sterile precise pro rx us carotid syst was received coiled inside a plastic bag. Unit was deployed. Bent was observed at 10.5cm from distal end. Blood residues were observed in valve. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. During manufacturing process there are controls to detect bends. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available but will be submitted within 30 days upon receipt. Additional details regarding the reported event has also been requested.

Manufacturer narrative:
Additional information was received. The product stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The intended procedure was a common carotid artery stenting. There was 90% stenosis and 90 degree turn 1-2 cm distal to the lesion with no calcification. A 5mm angioguard was used in the procedure. There was no difficulty advancing the sds over the guidewire or embolic protection device. The difficulty occurred at the tip. The sds was successfully removed without any portion remaining in the patient. Angioguard would not make turn further into distal carotid artery. The filter and stenosis were fairly close. Additional information is pending and will be submitted within 30 days upon receipt.